Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient with 1 cc of juvéderm® voluma¿. The patient was concomitantly treated with 25 u of vistabel® and 1 syringe of restylane® lido. The next day, the patient experienced ¿inflammatory and painful nodules associated with oedema¿ at the juvéderm® voluma¿ injection sites. The patient was treated with solupred 40 mg in the morning and pyostacine 2g/day for 5 days without noticeable improvement. The patient was seen again 48 hours after the end of treatment with no noticeable improvement, leading the healthcare professional to suspect ¿an allergic reaction.¿ the healthcare professional extended solupred treatment for a week, prescribed aerius® treatment and sees patient every day for a week for led lights treatment. The event is ongoing.

Event description:
Additional information reported symptoms improve with oral corticosteroids, but reappear when they are reduced. Patient had two injections of hyaluronidase last week, which seem to improve things.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Corrected information reporting patient was injected in the tear trough with juvéderm® voluma¿ with lidocaine as off label.